Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented in the hospital for evaluation. The patient was induced and a 20 joule shock was unsuccessful. The patient was externally defibrillated. During device interrogation a message of possible output circuit damage was observed. Upon performing cap maintenance, the patient felt the charging and was shocked again. No further information is available.